Event description:
Received a 3500 from a facility stating that a patient had knee surgery. Two days later, a follow up examine, x-ray, revealed some foreign material in the bone tunnel, which turned out to be a portion, approximately 7.2cm, of the distal tip of a nitinol guidewire used in the knee repair. Re-surgery was had on this date and the guidewire fragment removed. Again, the acl was re-fixated to remedy the patient's issue. The case was concluded successfully without further incident or harm to the patient. The device was discarded by the facility. No lot number was supplied. Mitek notified on october 18, 2006.

Manufacturer narrative:
The facility has discarded the complaint device, and no lot number has been supplied both of which preclude conducting a physical analysis and conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A review into the mitek complaints system revealed 2 other similar incidents over the life of the device. We cannot discern a root cause for the reported failure mode. We consider this event to be an anomaly, and at this point in time, barring any further pertinent and germane information being received, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.